Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the wire on the prograsp forceps instrument was not in the correct position. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however, no further information could be provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and the cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.